Event description:
On (B)(6) 2012, the surgeon performed a right side ifuse si joint arthrodesis on the patient placing three implants. The patient reported a week later that her si joint pain was completely resolved. Tha patient fell in (B)(6) 2013 and complained of right side pain. The surgeon confirmed recurrent sacroiliitis by diagnostic injection. On (B)(6) 2014, the surgeon performed a second surgery where he added two implants anterior to the initial implants for additional fixation. No implants were removed.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is late recurrence of symptoms due to falling down steps. Part numbers, lot numbers, manufacture dates and expiration dates: ifuse implant, p/n 7035-90, lot# 8028003323002, manufactured 03/05/12, expires 2015-05 (x2); ifuse implant, p/n 7040-90, lot# 7753002898003, manufactured 09/21/11, expires 2014-11.